Manufacturer narrative:
The adverse event was caused by user errors and device evaluation is not applicable. The new york times article. The radiation boom. As technology surges, radiation safeguards lag by walt bogdanich. (B) (4).

Event description:
Patient under treatment for prostate cancer received a radiation overdose. The first half of the treatment was delivered external beam therapy with a clinac device and second half of the treatment was a radioactive seeds implant planned with variseed device. The seed implant was prescribed incorrectly for a definitive dose, instead of a boost dose. The mistake in the prescription dosage was not caught by the physicist and the manual seeds were implanted too close to the rectum. User site has stated that variseed did not malfunction, or facilitate the incident. Patient has sustained injuries related to radiation overdose including developing a fistula, related infections, and losing ability to urinate and move his bowels requiring two external bags to collect waste.